Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the detached piece did not fall into the patient. The instrument was removed prior to the fragment detaching from the instrument so the fragment was retrieved. No additional surgical procedures were required. It was confirmed that all fragments were retrieved because the fragment did not come loose inside the cavity. The surgeon noticed issues with the functionality of the instrument. It did not work and got completely stuck. The instrument did not collide with any other instruments or hard materials during the surgery. No post-operative tests were necessary. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Images were provided for review and confirm instrument ID via housing. An image of the tip of the instrument shows one side of the jaws completely detached from the instrument. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps broke during the gripping process, and were replaced with another one. The procedure was completing as planned with no reported injury.